Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the image displayed through the endoscope lens was blurry. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.